Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the display was broken. The device use is unknown, however, no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: further evaluation has found (B)(4) as a duplicate of (B)(4) and has been processed accordingly. Please refer to (B)(4) with received MFR report number: 3030677-2024-00719 on (B)(6)2024 for the full investigation of this issue.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the display was broken. Further evaluation has found (B)(4) as a duplicate of (B)(4) and has been processed accordingly. Please refer to (B)(4) for the full investigation of this issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has broken display. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.